Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Con products: 5071 implantable pacing lead (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2012; 6935 implantable tachy lead (B)(6) 2012.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device triggered a patient alert for elective replacement indicator (eri) 15 months after implant due to high left ventricular (lv) lead thresholds. The device was explanted and replaced and the lv lead was capped and not replaced. It was noted that the patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.